Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device is being retained by the account additional information provided: what device was used for the proximal and distal transection? Pse60 for both reload unknown. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Asku. Was the spike of the trocar inserted lateral or through the staple line? Lateral/ next to the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Heard a click. When the device was fired, where was the indicator within the green zone/gap setting scale? Closer to a tighter staple, closer to one and a half. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired? Resident fired and the washer was broken through the device. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? Firing was normal. Was there any difficulty removing the device from the tissue? No, however started bleeding/oozing asku amount and no transfusion. What steps were taken to confirm successful anastomosis? Donut looks fine and complete. Did the operation change significantly as a result of the device issue? Yes converted to open. Did a hcp other than the primary surgeon fire the instrument? No, the chief resident was there a recent conversion to ees devices in this account or with this surgeon? No. What clue there were no staples? They fired the device and no staples were deployed either unformed or formed. Were any staples seen? No, no staples seen in dirty bucket nor on back table nor in rectum. Was the safety in the locked the position prior to firing? Yes the surgical tech said she never removed the safety. Is it possible that the staples feel out prior to the firing? I was not in the room until after the firing occurred. Is possible the tech removed safety and hit firing trigger accidentally although she communicated she did not. I looked thoroughly at her back table and did not see any unformed staples. How was the case completed? Patient was opened, hand sewed anastomosis what is the patient status? Discharged home.

Event description:
It was reported by the rep that during a laparoscopic sigmoid colectomy procedure, the device cut with no staples. It fired and no staples were present at all. The procedure converted to an open. The patient is okay.